Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number (B)(4) event occured in the united states. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026, with the leak observed at the insertion site. The patient subsequently developed hyperglycemia, which was treated with a correction injection using multiple daily injections (mdi). The infusion set had been in use for two days. No further information is available.